Manufacturer narrative:
(B) (4). (B) (4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that some plastic specks were noted on the pt tissue during coagulation mode. The pieces were removed from the tissue and another device was used to complete the procedure without incident. There was no pt injury.